Event description:
It was reported that on several occasions the programmer continuously ¿looped through the boot up phase.¿ this was reported to have occurred ¿every time on start up during patient checks.¿ the programmer was changed out to complete the testing. It was also reported the programmer is slow, continually goes to start up menu. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer had a slow boot up time and stayed on "please wait" screen for 90 seconds and completed boot up in 2 minutes. An error reading drive d occurred. Hard drive replaced and reimaged and software reloaded to resolve issue. Analysis also found the system fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 229047 analyzer. (B)(4).